Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, and an investigation was conducted, and corrective actions have been taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. This is 1 of 5 MDR submission as mw5181346 is associated with medwatch# mw5181347, mw5181348, mw5181349 and mw5181350.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. A non-healthcare professional (non-hcp) reported on behalf of the customer a low reading issue with the adc device. It is unknown whether the customer noted a trend arrow on the device. The customer reported symptoms of "not feeling well and cheeks were red" and indicated that the sensor gave a low reading of 52 mg/dl so they self-treated with juice. A non-hcp checked the customer's sensor which read 52 mg/dl, so they provided honey, juice and sugar under the customer's tongue for treatment. The sensor still read 52 mg/dl, so the non-hcp called a nurse who "advised to go to the emergency room (ER)." Before going to the emergency room, the non-hcp conducted a fingerstick and discovered the blood sugar was at 328 mg/dl. There was no report of death or permanent impairment associated with this event.